Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was getting service codes 2703 and 2098 every time they checked the left implantable neurostimulator (ins)  since the day it was implanted. The patient did not get those codes when they checked the right ins. Agent reviewed that the codes indicated the left ins was in oor. The patient was redirected to their hcp to further address the issue.